Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/31/2015 with the following findings: the pump's black box showed a pump reboot event after a replace battery alarm on (B)(6) 2015 at 22:01. When the pump was powered back on the time and date was set incorrectly to (B)(6) 2015 at 02:06. The pump was exercised for 24 hours with no issues duplicated. The pump was able to record the basal rate properly with no variances. The alleged issue could not be duplicated.